Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. Additionally, not related to the issue, the blower assembly, stirring fan (attaches to motor), stirring fan retainer, flow sensor assembly, tubing kit, low flow 02 tubing kit and blower bellows will need replaced due to tobacco contamination. The rear case kit, with enclosure seam gasket, and exhaust fan assembly kit needs replaced due to tobacco contamination.